Manufacturer narrative:
Device has not been returned to manufacturer investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a line blocked alarm occurred due to infusion site issues during use of the infusion set. The patient performed troubleshooting, including changing the cassette, tubing, and infusion sites, and multiple infusion sets were reported to detach from the applicator during insertion. The patient was able to successfully prime the cassette and tubing and attach the infusion set without recurrence of the alarm. There was patient involvement; however, no harm was reported.